Event description:
It was reported that the 6mm monopolar curved scissors cautery instrument tip was broken. The procedure was unknown how it was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The monopolar cautery instrument was analyzed and found to have a broken instrument tube adapter. This component is located at the distal end of the instrument and serves as the interface between the instrument and the user installed tip accessory. The broken piece was no returned and measures approximately 0.218" x 0.135" in size. Additional observations not reported by site: the instrument was found to have a broken conductor wire at the tube adapter. No signs of thermal damage were observed. The instrument was found to have dislodged electrical contacts and were not returned with the instrument. Missing pieces measured approximately 2 of 0.034" x 0.178" and 2 of 0.034" x 0.031" in sizes. The complaint regarding a broken tip was confirmed by failure analysis.